Manufacturer narrative:
An event was reported where a "drill a/o chuck 2.0 mm" broke off during the surgery. The broken drill bit tip remained in the patient. And there was a prolongation of the surgery (30 min). The affected drill was not available for visual inspection and examination of the dimensional accuracy and functional testing. The manufacturing documents and material certificates could not be verified as the lot of the drill is unknown. According to the instructions for use, it is the surgeon's responsibility to remove any instruments remaining in the body. However, the doctor decided to leave the drill in the bone, as removal would probably have resulted in disproportionate damage to the bone and surrounding tissue. The review of the surgical technique, instructions for use and the information on the reprocessing of surgical instruments have been checked. They did not reveal any errors or incompleteness. All in all, no technical cause could be found. It can be assumed that the drill jammed during drilling, as a result of which it finally broke off. The occurrence rate does not exceed the corresponding accepted limit value of 1%.

Event description:
When drilling one of the four stable screw hole using the 2.0 drill bit, it was found the drill bit was broken.the broken drill bit tip was retained inside the patient